Event description:
When aortic valve was placed into the heart during an open heart procedure, it appeared that there was a tear in the valve fabric so that the struts were exposed and the valve sewing ring was disrupted. Health professional's impression======================this appeared to be possibly because of the tension on the valve was excessive so a smaller valve was selected and the defective valve was removed.